Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). H6 component codes: proposed code: mechanical (g04) - drill. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the reamer was cracked. Another device from another kit was used to complete the procedure. There was no harm, injury, surgical/medical intervention to patient and no report of a delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Visual examination of the/provided pictures identified the insertion end of the reamer is cracked with signs of wear and tear. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. A definitive root cause cannot be determined. The reported event is confirmed based upon the provided image. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.